Manufacturer narrative:
(B)(4). Software version 3.1e. On the event date (B)(6) 2022. Customer returned pump for an alleged motor error alarm. Pump passed the a21 error test, displacement test, seat, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm during testing. Pump history download using thds was successful. However, unit confirmed at the pump history file event date and time of alarm: (B)(6) 22 18:45:48 alarm #43 - alrm_motor_error. Normal bolus. Problem isolated to the motor assembly. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The motor was tested outside of the device and passed. The following were noted during visual inspection: no cosmetic damage found. Unit passed required testing. However, confirmed motor error alarm at the pump history file. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer was able to clear the alarm and complete insulin pump rewind. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer discontinued to use the device. The insulin pump was returned for analysis.